Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. The customer stated that medical intervention was required but did not specify the medical treatment. In addition, the customer stated that the humidifier was not working properly on the device. The customer is still using the device and rarely cleans the device with soap and water. A pms clinical expert determined this event is not assessable for injury severity or relatedness to the device and therefore is not assessable for reportability due to: date of device use, device cleaning practices, diagnosis timeline, medical interventions received and past medical history. Additional information received from the patient indicates there is no allegation of particles or residue in the device. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received a follow up report will be filed. Section h6 device problem code, there was no allegation of degradation.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. The customer stated that medical intervention was required but did not specify the medical treatment. In addition, the customer stated that the humidifier was not working properly on the device. The customer is still using the device and rarely cleans the device with soap and water. A pms clinical expert determined this event is not assessable for injury severity or relatedness to the device and therefore is not assessable for reportability due to: date of device use, device cleaning practices, diagnosis timeline, medical interventions received and past medical history. The pms clinical reassessment has been reviewed and it has been determined, the device did contribute to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. A corrective report will be filed reflecting this decision. After further review, this report is now being filed as an adverse event instead of a product problem. Section h1, type of reported complaint and section h6, health impact code were updated to reflect this decision.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned.